Event description:
It was reported that a freeflow of sandoglobin occurred. The pump was set at a rate of 15ml/hr to be delivered in 13 hrs and 20 minutes. 150mls was found to have delivered in 20 minutes. The pt was restless, perspiring, and high blood pressure. The infusion was stopped with no further consequence to the pt.